Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2012 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Follow-up received on 16-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure") and device expulsion ("migration/perforation of the essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), weight increased ("weight gain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent a pelvic surgery/ hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, pelvic pain, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: f/u-summons received-events severe cramping, chronic pelvic pain, abdominal pain, weight gain, and migration/perforation of the essure device was added and earlier event hysterectomy and injury deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure/ malposition of essure device, location of device: protruding into peritoneal cavity"), fallopian tube perforation ("perforation (fallopian tubes)"), device expulsion ("migration/perforation of the essure"), embedded device ("essure material visible embedded in the right cornu"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2012 to 2013 and mirena in 2009. Concurrent conditions included hiatal hernia since 2017, morbid obesity, anxiety, depression, hypertension, pharyngitis, post-traumatic stress disorder, tonsillitis and vaginal discharge. Concomitant products included bupropion (wellbutrin) and citalopram hydrobromide (celexa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), weight increased ("weight gain"), abdominal pain lower ("severe cramping") and dental caries ("teeth rotting"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, embedded device, pelvic inflammatory disease, pelvic pain and abdominal pain outcome was unknown and the genital haemorrhage, weight increased, abdominal pain lower and dental caries had resolved. The reporter considered abdominal pain, abdominal pain lower, dental caries, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, pelvic inflammatory disease, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: the left and right essure micro inserts were placed with four coils visible on the left and two on the right. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Ultrasound scan vagina - in january 2013: total bilateral occlusion ultrasound in 2013 shows a uterus that measures 8 x 5 x 3 em with a normal appearing myometrial texture and normal-appearing ovaries. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, abdominal pain,weight gain quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events dental caries, abdominal pain lower, weight increased, abdominal pain, genital hemorrhage, pelvic inflammatory disease, embedded device, device expulsion and fallopian tube perforation were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.